Event description:
The unit was slipping. No pt injury. Additional info was received on (B)(6), 2010 from the customer with the following info: on an unk date, an aneurysm clipping was being performed on a pt. The pt was positioned in a prone position during surgery and was not repositioned at any time. It was reported that the customer noticed play upon placement of the first unit. It was changed to a second unit and the pt's head moved during the initial perforation of the skull, about fifteen minutes into the surgery. There was a rotation of the two pin side when locked. No revision was required. The event did not result in pt injury or negative outcome. Integra adult disposable pins (B)(4) were used. Lot number of the pins were unk. No stereotaxy device was used. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.